Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer believed they did not receive insulin properly and that the infusion set would not properly inject inside their body. Customer advised the no delivery alarm issue was resolved with a complete set change. Customer declined to return the infusion set and reservoir for analysis.